Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument failed to clip together when trying to apply the clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred prior to clip application (instrument in patient). The issue is related to unsuccessful clip application (e.g., incomplete closure of clip). The large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested. The incident occurred during the 1st application. The customer used a backup instrument, and the same issue occurred. The customer got another backup instrument which worked as intended. There are no photos and/or videos of this event available for isi review. The following patient demographics were provided: age and units, date of birth, gender, weight and units, and ethnicity.